Event description:
I am writing because of a recent experience involving opti-free pure moist contact lens solution by alcon. Following a servere allergic reaction I contacted alcon. Although the product label states that alcon guarantees the product¿s performance and offers a full refund if not satisfied, I found in practice this is not the case at all. I am copying an email reply under my ¿signature¿ below, which received on (B)(6) 2025 from ms. (B)(6) whose email information is: (B)(6) I¿m really surprised that a corporation with such a public profile as alcon would engage in such deceptive behavior. Please advise and thank you.